Event description:
It was reported that guidewire separation occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified circumflex coronary artery. A rotablator and a rotawire were selected for an atherectomy procedure. The burr catheter was advanced to the lesion using dynaglide mode. During rotation of the burr in the circumflex, the rotawire broke 4-5cm from the distal end of the wire. The devices were removed and the broken guidewire piece remained in the patient. The broken piece of guidewire was covered with a stent. The patient left in good condition and returned in two weeks for a successful elective percutaneous coronary intervention (pci) procedure of the circumflex artery.